Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, a couple non-sustained oversensing episodes and a non-sustained vt episode due to noise were observed. The noise was unable to be reproduced. The physician elected not to take any actions. The patient was in good condition.

Event description:
Additional information received revealed that the lead was capped and replaced and (B)(6) 2017. No visible damage was observed during the procedure. The patient was stable in stable condition.